Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin gauge was inaccurate and static. Customer¿s blood glucose level was 150-160 mg/dl. The customer re-loaded the cartridge to resolve the issue.